Manufacturer narrative:
The model 6210 includes detachable arm rests intended for patient comfort and arm positioning during clinical procedures. The arm rests are not structural components and are not designed to support patient body weight or function as safety rails. The reported event occurred during post-procedure patient handling when the patient was leaned against a detachable arm rest. The manufacturer determined that the event was related to use of the arm rest outside its intended purpose and that current instructions for use do not sufficiently describe arm rest limitations. Corrective actions are being implemented to update risk management documentation and clarify arm rest use and limitations in the IFU.

Event description:
During post-procedure patient care, a paraplegic patient was repositioned while seated on a model 6210 procedure chair. During dressing, the patient was leaned against a detachable arm rest. The arm rest is intended for patient comfort and arm positioning and is not designed to support patient body weight. During this maneuver, the arm rest attachment came loose, and the patient fell from the chair to the floor. Two healthcare staff members sustained back injuries while attempting to prevent the fall. One staff injury required medical care and resulted in work restrictions. The patient was evaluated following the fall and no acute injury was reported.